Event description:
It was reported that the catheter was placed in a neonate in 2008, and the catheter was totally fractured in 2008.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.